Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited phrenic nerve stimulation and diaphragmatic stimulation. The lv lead was turned off and a replacement lead was implanted. No further patient complications have been reported as a result of this event.